Event description:
During procedure the coil was inserted into the aneurysm. The power supply signaled coil detachment, however, as the physician moved the pusherwire he noted the coil was still attached and a portion of the coil protruded outside the aneurysm. The physician decided to remove the coil from the patient. However, as the coil was retracted into the microcather it suddenly detached. The coil was retrieved with a snare and the procedure completed with a different device. It was reported that the patient did not suffer any serious injury but had "little motorical problems" that the physician expected to fully resolve.

Event description:
During procedure the coil was inserted into the aneurysm. The power supply signaled coil detachment, however as the physician moved the pusherwire he noted the coil was still attached and a portion of the coil protruded outside the aneurysm. The physician decided to remove the coil from the patient. However, as the coil was retracted into the microcatheter it suddenly detached. The coil was retrieved with a snare and the procedure completed with a different device. It was reported that the patient was stable but had minor motorical problems that the physician expected to fully resolve.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was disposed of at the user facility. From the information provided, there is no indication the device was used against the instructions for use and it is probable that procedural factors lead to the difficulties experienced in detaching the coil. Which in turn may have lead to the coil protrusion as the coil moved out of place during the attempts to detach the coil. Therefore, based on the investigation and the information provided, the most probable root cause is operational context.